Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discharge, frequency, nocturia, vaginal bleeding, and dyspareunia. It was reported that patient concurrently underwent hysteroscopy, cystoscopy, exploratory laparoscopy, adhesiolysis, ureterolysis, laparoscopic hysterectomy, sacral colpoperineopexy, and burch procedure.

Event description:
It was reported that following insertion the patient experienced vaginal discharge, frequency, nocturia, vaginal bleeding, and dyspareunia. It was reported that patient concurrently underwent hysteroscopy, cystoscopy, exploratory laparoscopy, adhesiolysis, ureterolysis, laparoscopic hysterectomy, sacral colpoperineopexy, and burch procedure.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on an undisclosed date and mesh was implanted. It was reported that she experienced pain, incontinence and bowel problems, bleeding, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(6). It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, extrusion, infection, urinary problems, bleeding, recurrence and dyspareunia.. It was reported that the patient experienced vaginal mesh erosion and underwent mesh excision of vaginal mesh and revision of vaginal cuff on (B)(6) 2011. On (B)(6) 2011, the patient underwent mesh revision and cystoscopy. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): bowel problems occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.